Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom damaged downstream occlusion sensor was verified through a review of the event history log by the presence of ¿downstream occlusion!¿ alarms. Evaluation revealed during a visual inspection that the cause was a damaged downstream tubing guide which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a damaged downstream occlusion sensor. There was no known patient injury or medical intervention associated with this event. No additional information is available.